Event description:
It was reported that the device had an electrical reset due to a critical random access memory (ram) parity error. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters due to a critical ram parity error por on (B)(4) 2012 in location "1d 5f". The device should be able to recover from the event and continue normal function.